Event description:
It was reported that the customer experienced high blood glucose and that the insulin pump sustained physical damage. The customer's blood glucose was 22.6 mmol/l. The caller advised that the customer has an anxiety disorder, which led to the high blood glucose, and had been treated with a bolus. The customer reported that there were cracks on the insulin pump at the bottom left- and top right-hand corner of the screen over the casing. The customer noted that the device had been worn on the chest. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.